Event description:
Revision surgery of custom-made device cmd 23-1428 performed on (B)(6) 2025. During the previous surgery (performed on (B)(6) 2025), the humeral body was deemed short, and the surgery was not completed. This event was registered as internal complaint (B)(4) and reported to the FDA with MFR. 3008021110-2025-00059. After this event, new custom-made device was requested (cmd 25-1263), and humeral body/stem was implanted creating more length. During the revision surgery hereby reported the following components were removed and replaced by the new custom-made device cmd 25-1263: cmd 23-1428 humeral implant (part code: 9617.25.31r, lot number: 2424319, sterilization: 2400186). The implant of the cmd 23-1428 was performed on (B)(6) 2024. The patient is a female. The event happened in the united states.

Manufacturer narrative:
Checking the manufacturing charts of the device involved in the event, no pre-existing anomaly has been found out. The manufacturer will send the final MDR as soon as the investigation is complete.